Event description:
It was reported by consumers' caregiver that the irc10lxo2 concentrator has a yellow flashing light. She states she has to turn the unit off and back on to get the light to go off, then it comes right back on. She was unable to find the serial number on the unit.